Event description:
End user allegedly was "receiving very high readings." User was released from the hospital after having a surgery and user wanted to make sure test strips were not 'ruined' during the hospital stay.